Manufacturer narrative:
This is a final report. The complaint does not involve a product malfunction. The medical issue is related to a delivery issue, therefore no investigation of the product is required. Note: the date of manufacture is unknown.

Event description:
On (B)(6) 2011, a customer reported a delivery issue resulting in the receipt of test strips without the precision xtra blood glucose monitor he had ordered. As a result of not receiving the meter, the customer was unable to test and experienced symptoms of frequent urination. The customer self-presented to a medical facility where he was diagnosed with hyperglycemia and treated with insulin and an intravenous saline drip. No self-treatment was reported. There was no report of death or permanent injury associated with this event.